Event description:
A flow rate of .5cc/sec for 5 cc and 1.5cc/sec at 145 cc's was used. Tech did not palpate or watch the arm during the course of the 40 sec. Delay to scan or during the injection. At the conclusion of the exam the tech became aware of an extrvasation which was approx 3" in diameter and 1/2" high (aprox 20-50 cc). The area was discolored and there was no comment from the pt other than feeling hot. The tech feels that the patch was properly placed in relationship to the end of the catheter. The pt was instructed to put cold compresses on the area and to elevate the arm. The pt was instructed to call if there was any problem within 24-48 hrs and the pt never called back. No further medical intervention was required. Also, there was no indication of this extravasation until the end of the exam computerized axial tomography images were coming out okay.